Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began in (B)(6) 2017. The patient reported obtaining blood glucose readings of ¿89, 128 and 187mg/dl¿ on the subject meter, obtained within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient manages their diabetes with pills, diet and exercise. The patient reported consuming food/drink in response to the reported readings. The patient reported developing symptoms of ¿dizzy, sweaty and shaky¿ an unknown time after the alleged issue began. The patient reported self-treating these symptoms with ¿sugar pills¿. The patient denied testing on any other device. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.